Manufacturer narrative:
All of the buttons responded properly. However, corroded keypad traces were noted. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, and a cracked case near the display window corners.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The blood glucose reading was 200 mg/dl. The customer did not recall any significant events leading to the alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.